Event description:
The customer reported fluid leak from the unicel dxc 800 synchron system which had leaked onto the reagent cartridges in the reagent carousel of the instrument. The customer indicated that the leak was discovered while troubleshooting multiple qc (quality control) failures. The customer was unable to determine the source of the leak and requested for service to evaluate the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and proceeded to replace the collar wash valve and the bubble generator wash valve. Repair was verified per established procedures and results met published specifications. The fse determined that the collar wash valve was the cause of the leak. (B)(4).